Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Megadolicholone. What healthcare professional fired the device and what is his/her experience with the device? Surgeon, coloproctologist. 11 years of experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b = closed staple height 1,5 mm. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, the healthcare professional waited 15 seconds, and then the device was not retightened prior to firing. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? No. Were the donuts inspected? If so, please describe. The donuts were inspected and found intact. Was a complete transection of the white breakaway washer visually confirmed? The doctor doesn¿t remember. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. There was a failure on the front and back part of the anastomosis. Was a leak test performed? If so, what was the result? The test was not done. How many days postoperative did the leak occur? How was leak identified? The leak was detected 2 days later, admission of purulent contents with an admixture of intestinal along the drainage from the abdominal cavity what was observed at the site of the leak upon reoperation? In 4 days after the second procedure. How was the leak addressed? Msct of the pelvis. Relaparotomy, suturing anastomotic failure, ileostomy please clarify reason for may 6 surgery. The failure of the intestinal anastomosis, peritonitis. What is the current status of the patient? In satisfactory condition.

Event description:
It was reported that on (B)(6) 2019, the patient underwent laparoscopic subtotal resection of the colon with the formation of an ascendorectal anastomosis (16.18.030.015), on which the ascendorectal anastomosis was applied with a cdh29 stapling apparatus. On (B)(6) 2019, the patient's condition was on the asa scale iii class, the patient was in serious condition with a systemic uncompensated disease. The operation was performed on emergency indications: relaparoscopy, laparotomy, suturing of an ascendorecto-anastomose defect, rehabilitation, drainage of the abdominal cavity. The operation revealed peritonitis, the source of peritonitis is an ascendorecto-anastomose defect along the anterior wall up to 2 cm in length with a stapling. What is regarded as a defect in the hardware seam. This required laparotomy and suturing of the defect of anastomosis with a double-row suture, rehabilitation, drainage of the abdominal cavity. On (B)(6) 2019: surgery: relaparotomy, closure of the colonic anastomosis, ileostomies, rehabilitation of the abdominal cavity, puncture of the pleural cavities. During the revision of the ascendorecto-anastomosis, there is a defect in the posterior wall up to 3 mm between the brackets of the hardware joint.